Manufacturer narrative:
Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the result during the simulation test; therefore misinterpretation of bg result is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. The customer's allegation of black line across whole display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customer's allegation.

Event description:
Patient reported there is a black line across the whole display on the blood glucose monitoring device. Patient reported the measurement results are not affected. On (B)(6) 2013 preliminary results found display failure; verified display malfunction which might lead to the misinterpretation of a blood glucose result or the misinterpretation of insulin amounts. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report. Device evaluation in progress.